Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) revealed ventricular signals falling into blanking after atrial pacing and the delivery of a subsequent ventricular pace. The health care professional (hcp) was concerned about ventricular pacing into a vulnerable period. Additionally, there were low p-waves and atrial signals observed on the ventricular channel, but not sensed. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.